Event description:
Inadvertently used clear care contact lens solution. Ciba vision, (B)(4) hydrogen peroxide, to rinse contact lens, insert in eye. Experienced immediate painful stinging, burning; had extreme difficulty trying to remove lens due to pain, burn and eye tearing. Could not determine if lens was still in eye, since I did not see it come out and didn't know if it had migrated underneath lid, or into far corner out of sight. Experiencing pain, discomfort. Forced to seek medical attention. I am an experienced longterm contact lens wearer, well aware of the so called "warning label" printed on clear care bottle. This is not enough to prevent accidental use. This product needs to be packaged in a different form to differentiate this product from similar contact lens solution products. This is easy enough to accomplish; whether they place a special raised gripper banding across the bottle or a lockable cap which requires push down effort to differentiate from other contact lens solution products so users realize they are reaching for the wrong bottle, needs to be pursued.